Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube. The displacement test could not be performed due to the display anomaly.

Event description:
It was reported that the customer dropped the insulin pump on the concrete street and that the screen cracked. The customer's blood glucose was 50 mg/dl. The customer stated that half of the screen was black. The customer was unable to read the screen properly and was unable to see how much insulin was being delivered. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.